Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of this phenomenon could not be conclusively determined. However, based upon the information from the sorc there was the possibility that this phenomenon was attributed to the malfunction of the power supply circuit board of the subject device, malfunction of the image processing circuit board of the subject device or the effect other than the subject device.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the subject device turned off during an unspecified procedure. Olympus service operation repair center (sorc) checked the subject device and found that the reported phenomenon could not be duplicated. There was no patient injury associated with this report.